Manufacturer narrative:
Concomitant medical products: 419378, lead, implanted: (B)(6) 2005. 694758, lead, implanted: (B)(6) 2015. 8637-20, neuro pump, implanted: (B)(6) 2017. 8780, catheter, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent right atrial (ra) lead undersensing during atrial tachycardia/atrial fibrillation (at/af) events on stored electrograms (egm) leading to false termination of episodes at times. The ra lead remains in use. No patient complications have been reported as a result of this event.